Event description:
The caller stated that the patient had a tracheostomy tube with a leak in the cuff. The caller stated the tube was put in the patient on (B)(6) 2010, and the cuff leak was noticed on (B)(6) 2010. The patient was recannulated with another tube of the same model and size.

Manufacturer narrative:
If the sample is returned, a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.